Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not delivering basals and boluses as it should. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. The physician's office told the customer that he was not getting proper insulin delivery after reviewing his readings. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.